Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported effusion and the cause remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation for atrial fibrillation, an effusion present pre-procedure was noted to have grown post procedure and needed intervention. The pre-procedure evaluation of the effusion was not thorough. The procedure was completed successfully. The catheters were removed, and a post ablation exam was performed more thoroughly. The images demonstrated the effusion had grown but it was unclear as there was not a detailed baseline to compare them against. The patient needed a pericardiocentesis on (B)(6) 2023. The physician stated the issue may have been caused during transeptal puncture with the non-abbott device (boston scientific versacross) and not related to ablation, but this is not confirmed.